Event description:
It was reported that the patient was admitted to the hospital after experiencing syncopal episodes. The patient was asystolic and CPR was performed. The lead exhibited noise and the insulation was damaged. The lead could not be removed but was replaced. Subclavian crush was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.